Manufacturer narrative:
Revision occurred after 6 years due to dissociation of components. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 6 years after the primary surgery which occurred on (B)(6) 2018. No fall or other trauma reported. Revision occurred due to dissociation of the glenosphere. 36 mm glenosphere and 36 mm + 6 standard humeral cup explanted. These parts were replaced with a 36 mm centered glenosphere and 36 mm + 3 standard humeral cup.